Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and a blood infection. On an unreported date, the pt was admitted to the hospital for two weeks for a blood infection which was believed to be related to the peritonitis. The pt was treated with unknown antibiotics. At the time of this report, the pt was still hospitalized and was to be discharged today. At the time of this report the pt was reported to be very close to recovered from the events and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.